Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection revealed that the anchor with suture was still intact with the shaft of the device. There was very faint tissue debris around the threads of the anchor confirming that it was used. The suture and suture bridge were also intact with no signs of snapping. This reported complaint could not be confirmed. This is typically seen when excess tension is applied on the sutures which caused the break. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch # for second anchor 1221934-2015-10128. UDI:(B)(4). The lot expiration date is currently not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch # for second anchor 1221934-2015-10128. (B)(4). The lot expiration date is currently not available.

Event description:
The sales rep reported that during a hip procedure the suture on two of the customer's gryphon peek anchor with orthocord snapped off of both anchors when tying them. The sales rep stated that both anchors are from the same lot number. The sales rep stated that the surgeon removed the first anchor without any issues and tired with the second anchor using the same bone hole the same issue occurred. The sales rep reported that the surgeon left the second anchor in and completed the procedure by drilling a new hole and using a third anchor from the same lot number. The sales rep reported that there were no patient consequences but there was a five minute delay in the procedure. The sales rep stated that the device failure was not caused by the knot pusher. The sales rep stated that the bone quality of the patient was average. The first anchor will be returning for evaluation.